Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause was unable to be determined for the foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects on the nozzle. There was no patient involvement.